Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(6) 2008 to investigate the event. The fse performed diagnostic procedures that passed. Per the customer supplied incident report, dark count errors were obtained while running patient samples. Also, the customer indicated that they received wash arm motion errors before the event and then led to dark count errors. After further investigations, it was determined that the wash arm was lose and aspirate probe # 2 was bent. The wash arm was tightened and aspirate probe # 2 was replaced. The fse followed up with the customer on (B)(6) 2008 and the customer did not report any further issues associated with this event. Customer error is the root cause for this event. This is three of three separate MDR reports related to three patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-06009, 06016, 06022 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.